Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the unit onsite, after the ventilator control printed circuit board (pcb) was replaced, the issue was corrected and the device regained function according specifications. The replaced control pcb and the device logs were returned for investigation. A visual inspection of the returned control pcb showed no anomalies. The review of the ventilator logs could confirm the reported error and other alarms indicating communication errors with both the expiratory and monitoring subsystems. When the returned control pcb was installed in a test ventilator device, the reported startup alarm was immediately generated. When the test ventilator device was restarted, a simulated ventilation session was initiated and after approximately 9 minutes, a technical error alarm indicating a communication error with the monitoring subsystem was generated and this alarm leads to stop of ventilation. Electrical measurements of the control pcb could not determine which component/s that were causing the issue. The conclusion in this matter is that the reported problem with a communication error at startup was confirmed during the investigation. It was however not possible to determine which component that was causing the error.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. (B)(4).